Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. Boston scientific technical services discussed troubleshooting with the boston scientific field clinical specialist. No adverse patient effects were reported. The lv lead remains in service.